Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the image flickering occurred as a result of faulty cable. Additionally, the adaptor chuck could not be rotated, and the adaptor could not be detached from charge-coupled device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the no image display was because communication failure that occurred due to faulty cable. However, a definitive root cause for the faulty cable could not be identified. As per the instructions for use (IFU) manual, the reported phenomena might be prevented by following these descriptions: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus personnel reported on behalf of the customer that there was poor contact between camera head and camera connector, resulting in intermittent loss of image. The issue was found during preparation for use for a therapeutic endoscopic surgery. The procedure was completed with similar device. There were no reported delays, no reports of patient or user harm associated with this event.